Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.

Event description:
It was reported by the customer "the catheter broke off the hub at the patient's insertion site. "At approximately 1200, this rn, attempted a midline insertion on the left upper basilic vessel in a sterile fashion. After deploying the guidewire, the catheter was threaded into the vein. When trying to remove the guidewire device, the catheter and needle would not release out of the vessel. The catheter sheared off at the level of the skin. Surgery was called to the bedside for evaluation." Did the event result in any long-term harm (if yes, please describe), or did it result in a delay in treatment that had a negative impact on patient outcomes? Delay in treatment and negative impact on patient. It was painful to remove. Was a new device successfully inserted for vascular access? No, we inserted a regular peripheral IV. If available, please provide the patient age, weight, diagnosis, and treatment needed. Pneumonia, antibiotics. Has the patient recovered? If no, please describe. The patient recovered from midline placement. Was a piece of the midline retained in the patient? If yes, was it successfully removed and by what means? The surgery team came and did a cut down to release the midline. The catheter broke off the hub at the patient's insertion site. Did the event result in any long-term harm (if yes, please describe), or did it result in a delay in treatment that had a negative impact on patient outcomes? Delay in treatment and negative impact on patient. It was painful to remove.

Event description:
It was reported by the customer "the catheter broke off the hub at the patient's insertion site. "At approximately 1200, this rn, attempted a midline insertion on the left upper basilic vessel in a sterile fashion. After deploying the guidewire, the catheter was threaded into the vein. When trying to remove the guidewire device, the catheter and needle would not release out of the vessel. The catheter sheared off at the level of the skin. Surgery was called to the bedside for evaluation." Did the event result in any long-term harm (if yes, please describe), or did it result in a delay in treatment that had a negative impact on patient outcomes? Delay in treatment and negative impact on patient. It was painful to remove. Was a new device successfully inserted for vascular access? No, we inserted a regular peripheral IV if available, please provide the patient age, weight, diagnosis, and treatment needed. Pneumonia, antibiotics has the patient recovered? If no, please describe. The patient recovered from midline placement. Was a piece of the midline retained in the patient? If yes, was it successfully removed and by what means? The surgery team came and did a cut down to release the midline. The catheter broke off the hub at the patient's insertion site. Did the event result in any long-term harm (if yes, please describe), or did it result in a delay in treatment that had a negative impact on patient outcomes? Delay in treatment and negative impact on patient. It was painful to remove.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2022-04071.